Manufacturer narrative:
Device evaluation details: the device was returned to biosense webster inc. (Bwi) for evaluation and the evaluation has been completed. Bwi conducted a visual inspection and failure analysis on the returned device. Visual analysis of the returned sample revealed a cut on pebax with reddish-brown material inside and internal parts exposed; however, the cut could be related to the handling since in the process there are control inspection points to avoid this kind of issue. Then the catheter was connected to the carto® 3 system was recognized and hi error was visualized, for this finding the test was unable to perform. The evaluation determined that the cause of pebax damage failure cannot be established. However, the blood found inside the pebax area may be contributed to the hi error displayed on the carto® 3 system. A manufacturing record evaluation was performed for the finished device batch number, and no internal action were identified. It should be noted that product failure is multifactorial. The instructions for use contain the following warning stated in the carto® 3 system manual: for force issue of the catheter is disconnected. To continue, replace the catheter cable. If that does not resolve the problem, replace the catheter. A manufacturing record evaluation was performed for the finished device (B)(4) number, and no internal action was found during the review. As part of bwi¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
A patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which biosense webster¿s product analysis lab (pal) identified a cut on the pebax. It was initially reported by the customer that the carto® 3 system was displaying a force sensor error (code unknown) when the catheter was plugged into the patient interface unit (piu). Caller tried rezeroing several times without resolution. It was stated that catheter kept saying above high force when they tried zeroing the catheter. The catheter was replaced and the issue was resolved. The carto 3 system is operating per specs. The procedure was continued. There was no patient consequence. The customer¿s reported force issues are not considered to be MDR reportable since. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On (B)(6) 2022, the catheter was inspected by the bwi pal and found a cut on pebax and internal parts exposed. This finding was assessed as MDR reportable malfunction since the integrity of the device is compromised. This event was originally considered non-reportable, however, bwi became aware of a reportable malfunction through visual analysis on (B)(6) 2022 and reassessed it as MDR reportable.